Manufacturer narrative:
The surgeon provided some background information on the patient. Pre-operatively, the patient had "neorological" claudication symptoms with lumbar narrowing. Surgeon performed a decompression, arthrodesis and fusion from l2, to l5. He did notice that the rod has been cut a little short at the end of the construct at l5. To minimize the potential for rod slippage, the mesa surgical technique recommends that the rods be seated in the screw saddle with approximately 5 mm overhang at the end of each construct and this apparently had not been done. The rod replaced three months later; however, based on the information received thus far, the rest of the construct remains in the patient. The rod "wikl" be returned for evaluation but has not yet been reviewed. During the revision surgery, the surgeon noted that the rod was well-fixed to the l2, l3 and l4 screws. He also indicated that he observed some metal debris on the tissue at the site of the wound. The wound and implants were cleaned with ringer solution and as indicated previously, the rod was replaced. Had the revision procedure been performed much earlier, when the rod slip was first "diagnoised", and before the implants had completely disengaged, gross motion may not have resulted and this might not have occured. It is the manufactures belief that the motion over time caused the metallic wear of the devices and led to some blackening of the tissues. There was no localized infection and no pain. Biopsy and cultures were taken and the patient is now reportedly doing well, still without pain. Based on the information provided, the root cause appears to technique-related; however, without the "actuals" implants "ni" definitive conclusion can be made at this time.

Event description:
On (B)(4) 2013 it was reported to k2m, inc. That the end of the right rod in a l2-l5 mesa construct came loose approximately two weeks post-"operativively". The patient was revised (B)(6) 2013.